Event description:
It was reported that the tip of the maryland bipolar forceps instrument is broken and that no pieces fell into a pt. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the instrument to have a severely bent grip. The tips are offset by roughly .200 inches. The bent grip has a separation of the yaw pulley and conductor cap at the glue joint, indicating overloading at the tip. The severity of the bend suggests mishandling. Engineering also observed the distal end of the main tube to have various deep scratches with light material removed. The scratches are roughly .250 inches and .400 inches long and are not aligned with the tube axis and may be due to instrument collisions and / or rough handling. No other damage found. The endowirst instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.